Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records of ¿power on reset.¿ a battery cap was not returned with the pump for investigation; a test cap was used for investigation. On examination, the battery compartment was found to be cracked above the bumper pad. No evidence of moisture was found inside the battery compartment. Complete investigation of the product was not able to be completed due to an unrelated event that has been reported on medwatch report #2531779-2015-31487. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.